Event description:
The customer reported approximately five (5) milliliters of blood leaked within the instrument, around the blood sampling valve (bsv) involving the unicel dxh 800 coulter cellular analysis system. The customer attempted to tighten the bsv knob but the leak remained. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed evidence of dried blood on the blood sampling valve (bsv). The fse discovered a pin hole in the tubing at the fitting connected to the rear blood detector on the instrument. The fse replaced the tubing to the fitting and resolved the fluid leak issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).